Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented a remote merlin transmission that revealed gradual increase in both pacing lead impedance and threshold. The most recent check-up confirmed very high pacing lead impedance measurement. The cause of the increased measurements is unknown. Lead revision was recommended. No appointment date has been scheduled. No further information is available.